Event description:
During a right hemicolectomy, the reload was being used when the gun was fired. The staples were not properly formed when the gun was released from the tissue. 2 reloads returned. 1 device and 1 reload are being returned.